Event description:
I have a middle metal taste in my mouth ever since I had used fixodent and polygrip, and got swelling in my left hand. All the time pains been in my mouth, and back pain a lot, and could never get rid of the tastes scent. I go to the doctor for the pain I have all the time. Don't know the test results. Hasn't come back yet, but I will be going to a doctor more now than I did. Keep having bad taste all the time, and have a lot of pain. Dose or amount: #1 and #2: denture cream. Frequency: #1 and #2: twice a day. Route: #1 5 every year. Dates of use: #1: 1993. #2: 2008. Event abated after use stopped or dose reduced?: no.